Event description:
Instability/dislocations were reported and a revision took place.

Manufacturer narrative:
The manufacturer did not receive explanted devices or x-rays for review. Where lot numbers were received, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the review of the provided surgical report does not suspect that a product failure lead to the alleged event. Should additional info becomes available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).